Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was patient said their device has not worked for 2-3 years now as the battery had stopped working. Patient said they had 2 back surgeries and hadn't needed the device. Pt states he is calling because he needs a brain scan and wondered if he can have one. Pt reports the battery went bad in device. Pt states first time quit working the battery went dead which was 2-3 years ago, patient services (pss) could not confirm date. Patient went to see a manufacturing representative (rep) a couple years ago and the representative was able to get the device to charge again but said it would only charge up to 50%. Patient said eventually the device just quit charging all together and hasn't been able to charge or come on for about 2 years. Pt did not have name of mdt rep. Patient asked if the device could be fixed. Patient service specialist asked whether the device went dead 3 different times and pt did not know. Pt states only knows they restored it one time. Pss reviewed MRI guidelines. Pss directed to the hcp for next steps. Pss provided technical supports contact for hcp to call into. Pt requested to have agent reach out to reps in the area for call back to pt to either attempt pulling their ins out of possible over discharge, or see if they can get the ins updated to a newer battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's battery is not working. No symptoms reported at this time.